Manufacturer narrative:
(B)(4). The device was evaluated and serviced by a carefusion certified 3rd party service technician. The service technician replaced the alarm sounder. Carefusion requested for the return of the defected alarm sounder and have not received it or a response from the technician.

Event description:
The customer reported that the unit was in for "snd errors" that they were unable to clear and "hardware faults". While in service, the service technician noticed the unit did not alarm. This reportable event was found during service, so there was no patient involvement/harm.